Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic social media received a post via (B)(6). Customer experienced several low blood glucose. Customer was treated with glucagon. The insulin pump's graph displayed two low blood glucose under 50 mg/dl. The insulin pump will not be returned for analysis.